Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was not working; this is the third or fourth time this has happened. The patient stated that her insulin pump has not given her any basal or bolus deliveries in almost 24 hours. The patient's blood glucose at the time of incident is unknown. The settings were reviewed and bolus wizard was turned off. However, there was information missing needed to program boluses. After the correct information is imputed the customer was advised to troubleshoot if issues recur. The insulin pump will be returned for analysis and the customer will receive a replacement device.

Manufacturer narrative:
All operating currents are within specifications and passed functional testing including a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Turned on the bolus wizard setting and was programmed with a 2.0 u/h basal rates; several bolus were also delivered. The insulin pump was monitored several days; the units delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No history anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.